Event description:
New information received noted that the noise oversensing on the right atrial lead recurred. The lead was explanted. The patient was stable.

Manufacturer narrative:
Manufacturing date is unavailable.

Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was reported. Patient status was not known.